Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console (s/n (B)(4)) did not recognize the air trap and displayed the mid:09 (air trap assembly) error message. Another thermogard console was utilized to continue with treatment. The patient's status information was requested but the customer did not provide a response.